Event description:
During a ptca procedure, the taxus express2 paclitaxel-eluting coronary stent system was unable to cross a lesion located in the circumflex (lcx) coronary artery. It is further reported that when the physician removed the stent, the distal struts were flared. The procedure was successfully completed with another 2.75 x 16mm taxus express2 paclitaxel - eluting coronary stent system. No patient injuries or complications were reported.